Manufacturer narrative:
(B) (4). The ge service rep found two pins extracted from the 62 bus. The equipment was used roughly. He replaced two coaxial video monitors. The system operates as intended.

Event description:
The customer reported that the system did not x-ray. No patient injury was reported.